Event description:
The reporter contacted animas on (B)(6) 2012 stating the up arrow button had delayed responsiveness for a few weeks then became totally unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation all of the keypad buttons were responsive. Contamination was found under the contrast, down, and up key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.